Event description:
Info received indicates the bed has no functions working on ac or battery power.

Manufacturer narrative:
The technician found no voltage between the f5 and f2 fuses on the power control module. The technician replaced the power control module to repair the bed.